Event description:
It was reported that the lancet protrudes beyond the end cap of the device.

Manufacturer narrative:
The event occurred outside of the united states while this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Manufacturer narrative:
The medical device has changed in section d. Upon the investigation it was determined that the accu-chek fastclix lancet drum was the complaint material that was the contributing cause of the reported event; therefore the suspect medical device has been updated to reflect the accu-chek fastclix lancet drum.